Event description:
Philips received a complaint on the defibrillator indicating that "the device had unknown electrode plate type". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the operation check was failed. The rse recommended to check the electrode plate, and it was found to be dirty. The plate was cleaned to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was due to the contamination of the electrode plate with dirt. The root cause of which could not be determined. The reported problem is confirmed.